Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15112456 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, if resistance is met during delivery introduction, the system should be withdrawn and another system should be used. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, device interaction and procedural factors may have contributed to the reported event.

Event description:
Stent placement: the target lesion was left superficial femoral artery. Heavy calcification and moderate vessel tortuosity, the rate of stenosis was 90%. Contralateral approach. Difficulty was experienced while advancing smart control (lot# 15112456) through arrow sheath introducer. When the device was removed from the patient, the distal stent was observed prematurely deployed 1cm from the sds. Second sc (lot# 15264660) was inserted in the same sheath introducer but this one also could not go through it. Luminex stent (medicon) was used instead and the procedure was completed without any other problem. There was no adverse event and the patient is in stable condition. No product return. It was reported that the arrow sheath introducer had been slightly kinked during the procedure due to the heavy angled bifurcation.